Manufacturer narrative:
Investigation summary: a complaint of a misassembled set was received from the customer. A sample was received for investigation. Through visual inspection the customer complaint was confirmed. The roller clamp was assembled upside down. A device history record review for model mx9128 lot number 22059056 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on 05may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be an error during assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd primary gravity IV administration sets experienced tubing defective. The following information was provided by the initial reporter: we had an mx9128 IV set - lot number 22059056 that when we tried to use it the roller clamp was upside down on the tubing.